Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 02-dec-2024 investigation summary bd received seven (7) photos and 10 samples for investigation. The customer photos depict a device with blood leakage in the holder and a sleeve that is not properly recovered over the np cannula. Out of the 10 customer samples, all underwent functional tests and passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, these samples passed further functional tests, confirming proper activation with no defects or leakage. Meanwhile, functional tests were conducted on 30 retained samples, with three failing due to sleeve leakage observed from poor sleeve recovery. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing/recovery. CAPA pr #:(B)(4) has been created to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the non-patient needle did not retract when switching the tubes, so the blood leaked on one (1) device. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the non-patient needle did not retract when switching the tubes, so the blood leaked on one (1) device. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.